Manufacturer narrative:
Concomitant medical product: 694758 lead, implanted: (B)(6) 2010; dvpb321 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to pocket infection, and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.